Event description:
The customer reported that the 840 ventilator display is blank. Device was not being used on a pt when event occurred. The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the backlight printed circuit board assembly (pcba). The customer reported that after replacing the backlight pcba the device is working properly. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).